Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "midline in place and working fine for a few days. Rn called for a consult to see if device was leaking. PICC nurse visually inspected the device and identified a small hole that leaked when the device was flushed.¿ additional information received (B)(6) 2023: "midline placed in left basilic vein on (B)(6) 2023, cut back to 10cm. No issues, no obvious leaks. On (B)(6) 2023, called to assess midline for leaking. When at bedside dressing is visibly wet under the tegaderm. Midline flushes with ease, visualized with ultrasound in vein, no s/s of infiltration. I removed the dressing, flushed the midline and observed small amount of flush escaping the midline near the insertion site, I could not visual where this was coming from exactly, but every time the midline was flushed this happened. On (B)(6) 2023 midline was removed and replaced with no issues. After removing I inspected the line for holes and cannot observe exactly where this is coming from. There was no patient harm."